Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients right eye (od). The lens was explanted and exchanged due to high vaulting and pupillary block. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: b1: product problem. B5: the reporter indicated the surgeon implanted an icl implantable collamer lens in the patients right eye (od). The surgeon thought he may have had to explant the lens due to high vaulting and pupillary block; however, the right eye settled and did not have to be removed. The lens remained implanted. H1: malfunction. Claim # (B)(4).